Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs. The customer reported issue was confirmed by checking the alarm history where the error was duplicated. The root cause of the issue was a faulty left plunger case -the plunger sensor was replaced. The pump passed all the testing and is fully operational after replacing all the parts.

Event description:
The customer returned the product for "with syringe plunger sensor issue "during testing. There was no patient involvement